Manufacturer narrative:
Batch review performed on 27 may 2019: lot 153510: (B)(4) items manufactured and released on 11-sep-2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event: gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l (k121416) lot. 152866: (B)(4) items manufactured and released on 21-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: revision of primary cemented tka at 3.5 years, probably due to a traumatic event that caused fracture of the cement layer. There is no indication that a faulty device caused this problem.

Event description:
Revision surgery due to loosening of the femoral and tibial components 3 years and 3 months after primary. No interface between implants and cement has been found. Cement was broken on the medial side.